Manufacturer narrative:
Initial investigations of the returned data logs, showed that both the calibration and qc were okay, and that the error was due to insufficient sample. However, investigation is still ongoing and the root cause will be provided in a follow up report.

Event description:
According to the complaint a male pediatric patient with congenital diaphragmatic hernia was admitted to nicu. On (B)(6) 2024, the nurse collected blood samples from the patient for monitoring blood gas levels, and the result showed a blood potassium level of 6.2 and a blood sodium level of 177 on the abl90 flex analyzer. The doctor believed that the results were significantly inconsistent with the patient's condition. As a result, the sample was sent to the laboratory for testing, and the results showed that all data were within the normal range. The doctor provided the patient with the next step of treatment based on the laboratory results. The hospital reported that the incident could easily lead to misjudgment of the patient's condition by medical staff and may result in inappropriate treatment. The repair center was immediately notified for equipment maintenance. Comparison results and more information on the patient's condition have been requested from reporter but have not yet been received.

Manufacturer narrative:
The radiometer investigation is finalized, with the conclusion that the product did not malfunction. Hence, this incident does not meet the criteria of a reportable MDR now. The investigation has traced the cause back to the user.